Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary interventional procedure, a balloon rupture occurred. The lesion was located in a severely tortuous unspecified vessel. The 1.5 x 8mm apex flex monorail balloon catheter was used to pre-dilate the vessel. During the third inflation, the balloon ruptured at an unknown atms. The procedure was completed with this device. No patient complications were reported and the patient's status is good.